Event description:
During a percuatenous coronary intervention, the device is reported to have "come apart on the wire." The device was noted to have been clinically used, but the account reported no patient injury. Per the account, there are no additional patient or procedural details available.